Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had white screen. Customer¿s blood glucose level was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank or white display noted. The device passed the self test, sleep current measurement, active current measurement, and the displacement test. The device was monitored and no unexpected powering off or blank/white display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.